Event description:
The customer reported that the insulin gauge displayed an amount different than expected, with the pump currently showing a static fill estimate of 106, which was not changing despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that such an issue could occur due to a large variance in measured pressures used to calculate the insulin remaining, and the gauge would begin counting down normally once the static number was reached. The customer understood and acknowledged this explanation.